Event description:
Customer reports that he received results of 339mg/dl and 126mg/dl within 1 min on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.